Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. No evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The delivery device remained inside the loader. The seal was partially loaded in the delivery tube. The seal was deformed and delaminated at the outer two coils. The delivery device was removed for dimensional inspection. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was bent in the loading device and did not want to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.